Manufacturer narrative:
If implanted, give date: unknown if the lens was fully implanted. If explanted, give date: unknown if the lens was fully implanted and therefore unknown if explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation, an intraocular lens (iol) would not unfold correctly because the insertion was too small. Further information was provided and reports the lens was inserted into the eye. An incision enlargement, suture, and vitrectomy were required. The procedure was completed successfully with another lens. The patient outcome was reported as good. No further information was provided.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 12/14/2016. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed at 10x microscope and no product damaged was observed to the lens. Fibers/particles were observed on lens related to the handling the lens. Residue of viscoelastic solution were also observed which indicated that the unit was handled and prepare for surgical use. The complaint issue reported could not be verified. The lens issue could not be confirmed in the returned sample. Manufacturing records were reviewed and the lens was manufactured according to specification. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of product quality deficiency. All pertinent information available to the manufacturer has been submitted.